Event description:
Reportedly, during the implantation procedure of the pacemaker involved in this MDR report: after inserting the lead connector into the pacemaker port and inserting the screwdriver into the slot, the physician realized that it was not possible to tighten the screw. Because it seemed like the screw was missing. The device was replaced and returned for analysis. Another pacemaker was connected to the lead without any problem.

Manufacturer narrative:
January 20, 2010. This event concerns a device that was manufactured and used outside the united states. (B)(4). Conclusion: the electrical characteristics of the returned unit are within specifications. The inspection of the connector of the returned device upon reception revealed damages of the intended screwdriver slot at the ventricular level and showed that the ventricular setscrew was completely unscrewed; to position it correctly after disengagement might be difficult. Because of these findings, one hypothesis is that the distal ventricular setscrew was unscrewed but too far and loosened and could not be reinserted properly in the terminal block; it could explains why the lead connection was not secured.